Event description:
Revision surgery - the patient fractured humerus just below the humeral stem, attempting to wrangle a bull. This occurred 22 months post operation.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured humerus after 22 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The part was dispositioned accept for a nonconforming finish. A review of the product complaint report history shows this is the second complaint for this part number: one due to alignment issues. This is the first complaint for this lot number. The root cause for the fracture was most likely due to patient activity; the patient was attempting to wrangle a bull. There is no information reported that showed a material, design, or manufacturing problem with the product.